Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2017 that they were getting an under delivery of insulin while using the insulin pump. Customer also reports issues with insulin flow blocked alarms. Customer reported a high blood glucose level of 404 mg/dl and treated with a manual injection insulin pen. The customer also reported that they had blood glucose of 253 mg/dl and 207 mg/dl. Customer declined troubleshooting for high blood glucose level. Product will not be returned for analysis.